Event description:
It was reported to philips that the device was not booting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not booting. Upon troubleshooting, fse checked the main power of the system and found the cables were loose. To resolve this issue, fse reseated the cable. After which the system was returned to use in good working order. The codes were updated based on the investigation outcome.